Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains") and menorrhagia ("extreme and uncontrolled bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 740847-invalid,740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced pain ("pain radiating down her right leg / radiating down right leg"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain / cramping"). The patient was treated with surgery ((hysterectomy with unilateral salpingo-oopherectomy), unilateral salpingectomy and in (B)(6) 2015 robotic laparoscopic hysterectomy, right salpingo-oophorectomy, and left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and dyspareunia outcome was unknown, the pelvic pain, pain, back pain and abdominal pain lower was resolving and the menorrhagia, vaginal haemorrhage and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011-she performed hysteroscopy for removal of left essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded). Lot number report 740847 is invalid. Lot number: 740647 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pains") and menorrhagia ("extreme and uncontrolled bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 740847, 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced pain ("pain radiating down her right leg / radiating down right leg"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain / cramping"). The patient was treated with surgery ((hysterectomy with unilateral salpingo-oophorectomy), unilateral salpingectomy and in (B)(6)2015 robotic laparoscopic hysterectomy, right salpingo-oophorectomy, and left salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation and dyspareunia outcome was unknown, the pelvic pain, pain, back pain and abdominal pain lower was resolving and the menorrhagia, vaginal haemorrhage and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2011- she performed hysteroscopy for removal of left essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet and medical record was received: lot number was added. Events added from pfs- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migration of essure device, lower back pain, lower abdomen pain". Reporter information, lab data, events outcome was added. Essure insertion and removal date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: the ptc investigation result was provided. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains and cramping and extreme and uncontrolled bleeding during menstruation. Nearly 3.5 years after insertion the plaintiff underwent hysterectomy, right salpingo-oophorectomy, and left salpingectomy. Pelvic pain and menorrhagia, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of surgical intervention and device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and menorrhagia ("extreme and uncontrolled bleeding during menstruation") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criterion medically significant) and pain ("pain radiating down her right leg"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"). The patient was treated with surgery (in (B)(6) 2015 robotic laparoscopic hysterectomy, right salpingo-oophorectomy, and left salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, dyspareunia and pain to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains and cramping and extreme and uncontrolled bleeding during menstruation. Nearly 3.5 years after insertion the plaintiff underwent hysterectomy, right salpingo-oophorectomy, and left salpingectomy. Pelvic pain and menorrhagia, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of surgical intervention and device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.